Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information received indicated the permanent pacemaker (ppm) was implanted. The exact date of the ppm implant was not provided.

Manufacturer narrative:
Corrected information: date of event. Additional information received indicated on pod11, the patient experienced a loss of consciousness. On pod14, ECG showed complete atrioventricular (av) block and the patient was admitted to the hospital and temporary pacing was initiated. Although the exact date of the ppm implant cannot be conformed, it was believed to be implanted on pod22. On pod22, the patient outcome was determined to be recovered as a result of the ppm implant. Per medical opinion, the relationship of the complete av block both the implanted valve and the tavr procedure cannot be denied.

Manufacturer narrative:
Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to procedural factors (pressure from the implanted valve on cardiac structures), patient factors (mild valvular calcification, moderate aortic root calcification, moderate mac) likely contributed to the post procedure complete av block and subsequent scheduled ppm implant. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, balloon aortic valvuloplasty (bav) was performed prior to the deployment of a 26mm sapien 3 valve. The sapien 3 valve was successfully deployed in a final 80:20 aortic/ventricular (a/v) position as intended. During the procedure, preoperative to intraoperative ECG did not show any abnormal findings. The patient was transferred in normal sinus rhythm (nsr) and discharged from the hospital at a later date in stable condition. On postoperative day (pod) 13, the patient presented at the facility due to ¿sustained sickness¿. ECG showed complete atrioventricular (av) block and temporary pacing was initiated. At the time of this report, a permanent pacemaker (ppm) implant procedure had been scheduled. The valve remains implanted in the patient. The native annular diameter measured 22.0mm by tee. Mild valvular calcification and moderate aortic root calcification was reported.